Event description:
It was reported that during an ureteroscopy procedure the basket was unable to be removed from the patient. The target stone was in an unspecified proximal ureteral location. A segura hemi basket had been advanced to the target stone. While attempting to remove the stone, the basket was unable to pull the stone through the ureter as the stone was "too large". The basket became "stuck" in the mucosal lining of the ureter and was unable to be removed. The physician cut the basket, which released the stone; however, the basket was left inside the patient. An unspecified type of stent was implanted and the case was aborted. Further removal attempts are pending "the natural course of dilatation to occur" before being performed. There have been no additional patient complications reported with the patient's condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.